Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange of textured breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side implant deflation and bilateral exchange of textured breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: opening, crease fold, green/black particles, broken plug strap and delamination in the diaphragm valve. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening sharp in the posterior side and delamination in the plug strap disk shell and broken striated in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A striated broken striated in the plug strap. Delamination of the plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional additionally reported left side capsular contracture, baker grade iii.